Event description:
On 09 april 2025,senseonics was made aware of an incident where user reported a failed sensor removal attempt by hcp. Despite multiple follow up attempts with the user to gather additional information the user stopped responding to the communications from customer care.

Manufacturer narrative:
Inability to remove sensor is a known and anticipated potential adverse effect and eversense 365 user guide mentions about it under "risks and side effects".for this incident, the hcp was unable to remove the patient's previous sensor during removal appointment. The user reported a failed sensor removal attempt by hcp. Despite multiple follow up attempts with the user to gather additional information the user stopped responding to the communications from customer care.

Manufacturer narrative:
B4. Date of this report 22 may 2025. G3. Date received by the manufacturer? 22 may 2025. H6. Health effect - clinical code updated to 4580. H6. Health effect -impact code updated to 4648.